Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy test to nickel was positive") and urinary tract infection ("frequent urinary tract infection") in a female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced urinary tract infection (seriousness criterion medically significant), vertigo ("vertigos"), ear infection ("frequent otitis"), feeling abnormal ("loss of memory with foggy feeling"), amnesia ("loss of memory with foggy feeling"), disturbance in attention ("difficulty to concentrate"), depression ("depressive state"), fatigue ("fatigue") and inflammation ("inflammatory state"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with rash, urticaria and pruritus. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, urinary tract infection, vertigo, ear infection, feeling abnormal, amnesia, disturbance in attention, depression, fatigue and inflammation outcome was unknown. The reporter provided no causality assessment for allergy to metals, amnesia, depression, disturbance in attention, ear infection, fatigue, feeling abnormal, inflammation, urinary tract infection and vertigo with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive to nickel the patient saw a lots of specialists: general practioner, dermatologists. X-ray, ultrasound and blood test were performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.